Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported port 2 was not working and the laser was not firing during a vitrectomy procedure. The system was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The company service representative ran diagnostic tests and verified in the system event log that issues occurred with the laser. The company service representative observed surgeries performed to ensure there were no issues with the laser. The xenon lamp was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on quality assurance assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).